Event description:
The rptr stated the surgeon inserted a 08.0 diopter aq2010v silicone three piece lens and the lens tore. The incision was enlarged to remove the lens, and another same model lens was implanted. The rptr stated the cause of the torn lens was due to the injector plunger tip. The pt's current condition is good.